Event description:
Caller reported that pump became hot to touch. There was no adverse impact to the customer¿s blood glucose level. Caller was advised to monitor system and contact support if issue recurs.